Event description:
The customer reported that her blood glucose level reached 376 mg/dl and when she removed the pod, she noticed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.